Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the 8 mm maryland bipolar forceps stopped working, no longer responding to the surgeon's command. When the instrument was removed from it's tip, severed and frayed wires were seen at the joint axis. A backup instrument was used to continue the procedure. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.